Event description:
Patient with heartmate ii lvad therapy for 49 months and recurrent episodes of melena/anemia, now presents with first gi bleed/anemia episode requiring blood transfusion (2 units transfused). International normalized ratio (inr) was 2.0 at the time of this bleed. Patient was not receiving antiplatelet therapy at the time of this bleed.